Event description:
The customer reported that the system stopped while booting up. No patient injury reported.

Manufacturer narrative:
The ge service representativer performed an over the phone evaluation. The representative guided the customer through a reboot of the system. The customer reports that the system operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on (B)(6), 2011 (B)(4)). FDA requested this event to be removed from the rsr request and filed via 3500a.